Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 300 mg/dl. The customer insulin pump buttons are slow to respond and non responsive at times. The customer states that there were no significant events leading to the keypad issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect to the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector. Unable to perform functional testing due to no button response. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and reservoir tube cracked.